Event description:
On (B) (6) 2009, a clinical incident involving a magnum2 was reported to arthrocare corporation. It was reported that a rotator cuff repair was performed at an earlier date (date not provided) wherein three magnum2 implants were used. Subsequently, it was noted that one of the three implants had come loose from its bone hole, therefore surgery was performed to remove the one loose implant. Two other implants were still holding in the bone and left in place. The surgery was completed without further complications and the pt is doing fine postoperatively.

Manufacturer narrative:
Device was implanted. Date of implantation was not given. The device was not returned for eval. (B) (4). (B) (4).